Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii, rupture, granuloma. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor memorygel, 275cc on the left side, and 450cc on the right side, silicone prosthesis experienced bilateral capsular contracture grade IV on the right and grade iii on the left side , right sided granuloma and rupture post procedure. The report states that the patient continues to have a hard-palpable scar/granuloma under the right side as well as a feeling of tightness from the right breast, and patient complains of the right implant being hard and painful. An MRI examination on (B)(6) 2020 confirmed the issues. As a result, patient underwent bilateral capsulectomies and replacements as follow: left replaced with cat#:3502751bc, sn#: (B)(4), and the right side replaced with cat#: 3505480bc, sn#: (B)(4) on (B)(6) 2020. This report relates to the right prosthesis.

Manufacturer narrative:
On november 20, 2020 , additional information received indicated that the patient also had chest injury. Manufacturer¿s reference number: (B)(4),

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, an anomaly was observed on the anterior view of the device extending to the posterior view and consistent with a crease/fold. A tear was also found within the crease/fold on the posterior aspect measuring 0.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).